Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f05 - delay to treatment/therapy. A26 - insufficient information. A07 - electrical /electronic property problem. A0719 - unexpected shutdown. F26 - no health consequences or impact. B17 - device not returned. E2401 - insufficient information. C20 - no findings available. D15 - cause not established. There was patient involvement.

Manufacturer narrative:
Omit : a141204 - pumping stopped (1503), g04105 - pump. Correction: describe event or problem, medical device catalog, unique identifier (UDI) #, medical device model #, concomitant med prod data, imdrf annex a and g codes. Additional information: medical device serial #, device manufacture date.

Event description:
A report was received from (B)(6)regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f05 - delay to treatment/therapy a26 - insufficient information a07 - electrical /electronic property problem a0719 - unexpected shutdown f26 - no health consequences or impact b17 - device not returned e2401 - insufficient information c20 - no findings available d15 - cause not established there was patient involvement. A report was received from (B)(6) which states, "infusion pc unit front case/keypad assembly not working. Device cannot turn on because power button is not working. The issue causes a delay in patient care/treatment."

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f05 - delay to treatment/therapy. A26 - insufficient information. A07 - electrical /electronic property problem. A0719 - unexpected shutdown. F26 - no health consequences or impact. B17 - device not returned. E2401 - insufficient information. C20 - no findings available. D15 - cause not established. There was patient involvement. A report was received from health canada's canada vigilance program which states, "infusion pc unit front case/keypad assembly not working. Device cannot turn on because power button is not working. The issue causes a delay in patient care/treatment."